Event description:
User reports issue with discrepant t4 results. Initial results were not reported, pts not adversely affected. Repeat results occurred on different analyzer, different methodology. Pt 1 initial 1.9 ug/dl, repeated 7.5 ug/dl. Pt 2 initial -3.1 ug/dl, repeated 6.5 ug/dl. Pt 3 initial 1.1 ug/dl, repeated 9.9 ug/dl. The field service rep found the cause of the discrepancy to be a blocked rinse mechanism which was cleaned. Performance tests were performed.